Event description:
It was reported during a procedure, the stylet could not be inserted into the lv lead and it perforated the lead body. This occurred with the second lv lead as well. The leads were not used and the case concluded normally. There was no adverse event for the patient.

Manufacturer narrative:
The reported events of stylet insertion failure and perforation were confirmed. As received, a complete lead was returned in one piece. Visual inspection noted an insulation puncture and the inner coil bent/stretched adjacent to the s-curve region. A stylet could not be fully inserted due to a damaged inner coil. The cause of the damaged inner coil is consistent with procedural damage. The damage found was sustained during the surgical procedure. The lead was otherwise normal.